Event description:
.

Manufacturer narrative:
Through follow-up communication with the customer livanova deutschland learned that the device was regularly cleaned per instruction for use and placed inside the operation theatre. The device was positioned 3 meters away from the surgery field with the fan pointing away from the patient. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova deutschland learned that from december 2018, the heater-cooler system 3t device are placed outside of the operating room. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium paragordonae. A laboratory report confirming the contamination was provided. There was no known patient involvement.